Event description:
The customer reported an avastatin 250ml bag infused over 1 hour. When the nurse was disconnecting the IV set the bed sheets were noted to be wet and there was fluid on the floor. The IV set was noted to be leaking at distal versasafe connection to the tubing. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: 07/08/2015. (B)(4). The customers reported that fluid was leaking from the distal versasafe connection to the tubing engagement was confirmed due to the pvc tubing being separated from the y-site. During the visual inspection it was noted that the last 6" segment of the set pvc tubing including the distal male luer from the distal y-site was not bonded to the distal y-site. No functional testing could be performed based on the conditions of the set when received. The root cause of the customer's report was identified as the pvc tubing was out of spec.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.